Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and identified as requiring replacement. The customer determined to replace the component themselves. No further system analysis or repair information available at this time and no additional service information was provided.